Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the ipg was operable, and patient still had therapy. Surgical intervention was undertaken on (B)(6) 2024 where the ipg was replaced to address the issue. Therapy restored post op. Therefore, there was no alleged deficiency against this device.

Manufacturer narrative:
Correction: h6: code update to reflect device met normal longevity. Per additional information received, the ipg was nearing end of life, however the ipg was operable and providing therapy. As such, this event is no longer reportable.